Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-31873.

Manufacturer narrative:
All information pertaining to this event has been reviewed and no further action is required at this time.

Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report #: 3006705815-2020-31873. It was reported a cerebrospinal fluid leak occurred during a permanent, spinal cord stimulation (scs) implant procedure. The patient was asymptomatic. A blood patch procedure was performed to address the issue.